Event description:
The stapler would not fire. The surgical tech replaced the stapler load and when the surgeon attempted to use it on the patient's tissue, the stapler would not engage. The surgical tech replaced the stapler load and the surgeon attempted to use it again on the tissue with no success. After two failed attempts, the stapler was replaced. No apparent injury was seen to the tissue.